Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis on charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis on charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.